Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: the last basal delivery was on (B)(6) 2014 at 7:49pm. The total daily dose for the pump added up and equal the basal target. There was a 3 hour delivery interruption due an unacknowledged warning observed on (B)(6) 2014. The pump accurately delivered 24 units of insulin after a 24 hour duration test. The pump passed the rewind, load, and prime steps with no issue. The pump passed a flow accuracy test with no issue. The alarm history of the pump was accurately recorded. The advanced settings for the pump were turned on and there was no observed issue. The device performed within specification. Unrelated to the alleged issue, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that they had experienced a hyperglycemic event and were hospitalized. The reporter stated that on (B)(6) 2014, they were admitted to the emergency room (ER) with high blood glucose (bg) levels. It was alleged that the reporter woke with a bg value of 347 mg/dl to an empty cartridge alarm with their pump. The reporter stated that per their meter, their bg level rose above 600 mg/dl and that they experienced extreme nausea, an upset stomach, and mild dehydration. It was reported that the patient was without insulin from 6:30 am, the time of the alarm, to 9:50 am, when the patient replaced the cartridge. Purportedly, ketones were not checked during the patient¿s hospitalization. While at the hospital, the patient was given a 10 unit shot of insulin and received IV fluids. The patient reported that after going home their bg level was in the 200 mg/dl range and had resumed use of the pump. Upon reviewing the alarm history of the pump the patient stated that there was a low cartridge alarm at 6:59 on (B)(6) 2014. This complaint is being reported based on the allegation that the patient was hospitalized for hyperglycemia while using insulin pump therapy related to inadequate response to an appropriately emitted alarm.